Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump will not record their blood glucose readings or upload to carelink. The customer¿s blood glucose level was unknown at the time of the incident. The customer will take a blood glucose reading and 20 minutes later, the pump will tell him to do it again. Sometimes the pump does not let him calibrate. The pump also beeps signaling that he's low when he's not. Customer thinks they are using more insulin than he should be. Troubleshooting was not completed. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed all functional tests, including the idle current measurement test, run current measurement test, self-test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime/compromised force sensor system test, rewind test, excessive no delivery test and dat at 0.08730 inches. The test minilink transmitter with the glucose sensor simulator communicated and calibrated properly to the insulin pump. Insulin pump programmed with multiple low sensor glucose values and registered properly in the sensor alert history noted. Insulin pump was downloaded properly to the carelink software noted. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, cracked lcd window, stained back address label and minor scratched lcd window.